Manufacturer narrative:
A review of the manufacture records for this device was conducted. No discrepancies relevant to the reported event were noted. (B)(4).

Event description:
The nanocross elite was prepped with no issues identified. The issue occurred during removal post-pta after 3 inflations were completed. The entire balloon catheter shaft and assembly came apart into multiple sections; the inner lumen of the catheter, outer lumen, and balloon. There was difficulty removing the device following inflation. All items were forcefully removed. The patient returned to the or the next day and they found the entire 210mm balloon inside of the leg. The balloon was retrieved in its entirety. Evaluation of the returned device was completed march 17, 2016. The customer's report of the break/fracture of the catheter has been confirmed. A radial fracture of the outer assembly at the proximal portion of the balloon was observed. A fracture of the inner assembly was observed proximal to the fracture face of the outer assembly. The inner assembly showed elongation and buckling. The secondary sheath showed buckling, kinks, and twisting throughout. It should be noted the marker bands were not found with the received product. The probable cause of the reported event was resistance was experienced while the balloon was attempted to be pulled though the secondary sheath. It is unknown if the balloon was completely deflated at the time of attempted retrieval. Potential contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation. The instructions for use includes the following: warning: if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to device or lumen. Carefully withdraw the dilatation catheter. Note: multiple balloon inflations and deflations may cause resistance upon device withdrawal. Use a gentle clockwise twisting motion to ease withdrawal through the sheath. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit, while maintaining vessel access with the guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.